Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 34c, water temperature (wt) was 38.5c, chiller temperature (t4) was 28.6c. Mixing pump command 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. Described how to adjust the timer on the new device to match current therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 34c, water temperature (wt) was 38.5c, chiller temperature (t4) was 28.6c. Mixing pump command 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. Described how to adjust the timer on the new device to match current therapy. Per follow up information received via task on16jul2025, spoke with nurse who confirmed the device was exchanged. A biomed had come to the floor to assist with the devices and took the original device off the floor. No further issues to report. Fss has a device that was receiving a 113 alert and biomed would like to send in for the 2000-hour pm. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alert 113 (reduced water temperature control) in an arctic sun device. Targeted temperature (tt) was 33.5c, patient temperature (pt) was 34c, water temperature (wt) was 38.5c, chiller temperature (t4) was 28.6c. Mixing pump command 100 percentage. Explained device needs to go to biomed labeled with alert 113 (reduced water temperature control), not cooling. Described how to adjust the timer on the new device to match current therapy. Per follow up information received via task on16jul2025, spoke with nurse who confirmed the device was exchanged. A biomed had come to the floor to assist with the devices and took the original device off the floor. No further issues to report. Fss has a device that was receiving a 113 alert and biomed would like to send in for the 2000-hour pm.